Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the mobile power unit (mpu) had no green light indicator. The patient also reported that low voltage alarms occurred every time they connected to the mpu. The mpu was stated to be plugged in. There was power going to the outlet as other things worked when they were plugged in. A warranty replacement was requested. The mpu had a v-lock connector on the ac power cord. The ac power cord did not come loose at the wall outlet or from the back of the unit. There were no environment circumstances that would have affected ac power at the time of the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) not properly powering on was not confirmed. The returned mpu (serial number: (B)(6)) was evaluated by service depot on 08apr2026 alongside known working test equipment. The mpu was connected to a known working ac power source and the mpu booted up as intended without any issues. The mpu was then connected to a test system controller and a mock circulatory loop and the mpu supported the system without any issues or atypical alarms produced. Multiple attempts were made to obtain a purchase order from the customer; however, no response was received, therefore, the mpu was returned to the customer site in an unrepaired condition. Additional information provided communicated that no log files were available for review. It was noted that the mpu has a v-lock connector on the ac power cord. It was also noted that the ac power cord did not become disconnected from the wall outlet or from the back of the unit and that there were no environmental circumstances that would have affected ac power at the time of the event. The root cause of the reported event could not be conclusively determined through this analysis. Incidental findings: a small tear was observed in the outer jacket of the mpu patient cable connector. A small crack was also observed on the mpu battery door. The device history records were reviewed and the records revealed that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 02sep2025. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mpu patient cable. Heartmate 3 patient handbook section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook and the heartmate 3 IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.